Manufacturer narrative:
Insulin pump alarmed button error due to moisture damage on keypad traces. No moisture damage on electronics noted. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and case dented.

Event description:
It was reported that the insulin pump alarmed button error. Troubleshooting was done for button error. Customer's blood glucose was 263 mg/dl. Customer treated with injection. The customer stated that the insulin pump got wet from sweat. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).